Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d), which was included in the shortened replacement window advisory, originally communicated april 05, 2007, had a monitoring battery voltage of 2.84 v after 26 months of implant. The battery voltage of the device further depleted to 2.64 v after 30 months of implant. It is unknown when the battery voltage first met the 2.65 v threshold for this advisory. Technical services advised that the device follow-up intensify to monthly. Subsequently, the device was explanted and returned for analysis. No further adverse patient effects have been reported.

Manufacturer narrative:
This device has been received for analysis. When testing is complete, this report will be updated.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing.